Event description:
It was reported that during use on a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to the zoll failure analysis lab for evaluation. The device event trace was reviewed and it was identified that the device was operating on sprint pack battery at the time of the reported malfunction. The event trace confirms the device alarmed for a low batteries before powering off. The customer's sprint pack that was in use at the time of the reported malfunction was not returned for evaluation. A known good sprint pack battery assembly was connected to the device during testing. The batteries were allowed to charge over night and the unit was set up under operating conditions for a battery duration test. The test passed successfully without any faults recorded. We are unable to rule out a malfunction with the customer's sprint pack batteries as they were not returned for evaluation. The device was found to be operating as designed with no faults found.